Event description:
It was reported that during a peripheral artery stenting treatment procedure involving the "femoral or tibial artery, "the stent was deployed but not visualized as being deployed and a small proximal part of the stent could have remained in the carrier system. They retrieved the stent system and discovered that the stent had stayed in the carrier system." Additional information has been requested regarding this event.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.